Manufacturer narrative:
B5 clinical narrative updated and h6 codes updated. B3 date of event has been updated.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 62-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage d shock. The patient was on inotropes and vasopressors prior to the support initiation. The patient was known to have complex coronary artery disease and was hypotensive. The cp support allowed for the angioplasty of the multivessel coronary arteries and was sent to the ICU on the cp for continued monitoring and support. The patient did suffer from arrhythmia/tachycardia while on the support. The team did drop the pump p levels in response to the tachycardia. In addition, there was hemolysis and renal failure. The cause of the hemolysis was not known and it did resolve without intervention. After 3 days of cp support the pump was explanted and escalated to an impella 5.5 pump. This 5.5 pump supported the patient for another 16 days and then it too was explanted. The abiomed team was made aware that 8 days later the patient did expire. The cause of death was not shared. The reported arrhythmia is consistent with patient-specific clinical factors, including critical illness, underlying cardiac dysfunction, and hemodynamic instability. Hemolysis and subsequent renal failure may be influenced by patient-specific factors such as critical illness, underlying cardiac dysfunction, hemodynamic instability, renal function, anticoagulation status, and potential device position. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d and the death did occur when no impella pump was actively supporting the patient.

Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient admitted for cardiogenic shock was implanted with an impella cp. During support the patient experienced tachycardia, borderline blood pressure, and had increased o2 requirements the physician decreased the impella support from p3 to p2. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
Mechanical interaction with blood: data review: data logs showed pump ran without issue during support. There were positioning & suction alarms triggered during the case but resolved quickly. There were no mc spikes, abnormal ps or purge issues during support. Product was not returned for review. The cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. Tachycardia: in order to make a root cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Hematuria: the cause of the clinical symptoms cannot be determined as insufficient clinical details were provided.